Event description:
The core universal driver was sent for eval because it was running on its own w/o activation during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device performed according to specifications during failure analysis; preventive maintenance was done and the device was returned to the customer.